Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 400 mg/dl. Customer¿s blood glucose value at time of incident was 423 mg/dl. The customer experienced symptoms such as nausea, difficulty in breathing and expressed may be indicative of the possible onset of diabetic ketoacidosis. The customer was treated with manual injection. The insulin pump will not be returned for analysis.